Event description:
Customer reported a button error alarm on the insulin pump. The blood glucose reading was 270 mg/dl. He stated that the insulin pump buttons were facing his button while playing baseball. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to corroded keypad traces. The device passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The unit had cracked display window corner and cracked reservoir tube lip.